Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis, high ketones, and high blood glucose of 380mg/dl. Troubleshooting could not be performed as customer was in the school at time of call. No further information was provided.